Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to excessive ble usage which resulted in the ICD switching to telemetry lockout mode. The ble issue was resolved via re-interrogating the ICD. There were no reported patient consequences.